Event description:
Katherine et al.: wound care challenges in children and adults with spina bifida: an open-cohort study. Journal of pediatric rehabilitation medicine: an interdisciplinary approach 6 (2013) 1-10. An open-cohort study was performed reviewing the hospital and outpatient clinical records of a clinical population comprising of 376 patients with spinal bifida. 123 patients with spina bifida were identified of the eligible spina bifida clinic population of 376. The average age of the 123 patients was 18.8 years and the group comprised of 50 females and 73 males. The average length of observation was 10.2 +/- 4.1 years. In patients with a wound history, sex, weight, current age and age at the time of each wound, functional neurological level, wound location, number of wounds and the presence or absence of shunt for the treatment of hydrocephalus were recorded. Wounds were most common in the teenage population and least frequent in children younger than 5 years of age and in adults between the ages of 30-35 years. Post-surgical wounds developed in 11/123 patients with wounds. One wound, caused by pressure over the screw of a vertical expandable prosthetic titanium rib (veptr) device, developed many years after the surgery. This is report 1 of 1 for (B)(4). This report for unknown veptr.

Manufacturer narrative:
Mean age 18.8 +/- 8.7 years for 123 patients. Total 123 patients- 50 female & 73 male. Article published; 2013. Exact date unknown. This report for 1 unknown veptr, unknown part#/lot#. Implant date: unknown. Katherine et al.: wound care challenges in children and adults with spina bifida: an open-cohort study. Journal of pediatric rehabilitation medicine: an interdisciplinary approach 6 (2013), 1-10. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.